Event description:
I was using the amo complete moisture plus multi purpose solution -lot number zb02799- and had a serious eye infection that recurred. I had used two rounds of antibiotics and was unable to wear my glasses for 3-4 weeks due to the infection. I also had to throw away 3 contact cases and 3 pairs of contact lenses.